Manufacturer narrative:
The edwards esheath was returned with the commander delivery system, which was partially inserted through the esheath. The returned device was visually inspected, and the following was observed: a crimped valve strut was noted to be protruding through the strain relief near the distal end of the strain relief, 3.5 inches of the sheath liner is lifted on the distal part of the strain relief, while the remainder portion of shaft is unexpanded with the tip unopened. There is a high-density polyethylene (hdpe) strand located 1 inch from the distal tip, 0.25 inch in length, multiple scratches along sheath shaft, sheath distal tip is split. After removing the strain relief there was hdpe damage observed, a liner tear located 1 inch from the comnut, 2.75 in length. A sheath shaft puncture was observed 2.5 inches from the comnut. A functional test was performed using a sample delivery system without a crimped valve that was inserted through the sheath, the remainder of the shaft expanded, and the distal tip opened as designed. A review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint "resistance between system components - inability to advance through sheath was unable to be confirmed. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the event. There were no IFU/training deficiencies identified; therefore, no corrective or preventative action is required. The complaint sheath punctured, distal tip split, and liner tear was confirmed. No manufacturing non-conformances that would have contributed to the reported complaint were identified. Available information suggests that procedural factors (excessive manipulation, valve caught on sheath) may have contributed to the reported event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action is required at this time. A review of the work orders related to manufacturing of the devices and components did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of a work order related to manufacture of the sheath was performed and revealed a similar complaint relating to the complaint codes for "sheath shaft - resistance with delivery system" and "sheath damage." All inspections are conducted on 100% of units unless otherwise specified. The sheath shaft component, the esheath tip components were 100% dimensionally and visually inspected by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. As reported, "there was resistance when advancing the devices into the 14fr esheath due to very calcified tortuous iliac and femoral. The delivery system made it to the partially expandable section. However, the valve got stuck in the esheath and perforated the light blue portion of the sheath shaft. They removed the whole system; it was noted a tine bent on the frame" (valve evaluated in complaint). Per imagery, the patient's access vessel was very calcified and tortuous. Per the procedural training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. Corrective and preventative action has identified potential areas for s3u design/process improvement to mitigate against the failure. The instructions for use (IFU), training, procedural manuals, and preparation training manuals for the esheath and sapien 3 ultra (s3u) commander delivery system were reviewed. The IFU for esheath mentions precautions: caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing, or incising the tissue near the sheath, use caution to avoid damage to the sheath. Directions for use: inspect the length of dilators and sheath for surface defects and damage prior to clinical use. Flush the dilators using heparinized saline through the guidewire lumen. Hyydrate the length of the dilators and sheath with heparinized saline to activate the hydrophilic coating. Flush the sheath using heparinized saline through the flush port; close the flush port. Insert one dilator completely into the sheath. Using standard catheterization techniques, gain access and dilate as necessary to accommodate the sheath. Orient the sheath appropriately and maintain orientation for the duration of the procedure. Insert the sheath assembly using standard technique while following its progression under fluoroscopy. Note: the proximal tapered end of the sheath working length is larger in diameter. If possible, suture the sheath into place. Remove the dilator from the sheath. Insert the device into the sheath (reference device specific instructions for use). When using the loader, flush the loader with heparinized saline and insert the device into the loader. Insert the loader into the sheath until the loader stops. Advance device through the loader and into the sheath. Retract the loader once the device is passed through the sheath. If additional working length is needed unscrew the cap from the loader and peel the loader from the shaft of the device. After the completion of the procedure, remove the device from the sheath. Note: the sheath should be intermittently flushed with heparinized saline per standard technique. Remove the suture (if necessary) and remove the sheath entirely without torquing. Do not reinsert the sheath. Based on the review of the IFU/training manuals, no deficiencies were identified. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. There was no confirmed edwards defect, therefore no corrective/preventative actions are required. The complaints for "introduce and navigate system through sheath/access vasculature - resistance between system components -inability to advance through sheath", "general risks -failure - sheath punctured", "general risks - failure - sheath distal tip split", "general risks - failure - sheath liner torn", and "general risks -failure - sheath damaged" were confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the device history record (DHR), lot history, and complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. Per evaluation of the returned device, the esheath was noted to have multiple punctures and a liner tear underneath the strain relief. As resistance was met during system advancement through the sheath, the operator likely manipulated the delivery system to continue advancing the delivery system through the strain relief. It is possible that crimped valve interacted with the sheath, leading to the observed punctures and liner tears. As such, available information suggests that patient (calcification, tortuosity) factors may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-xxxxx. (MDR#2021-03564-02) for the second complaint). Investigation is ongoing.

Event description:
As per report from the field clinical specialist, during a transfemoral transaortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, there was resistance when advancing the devices into the 14fr esheath due to very calcified tortuous iliac and femoral. The delivery system made it to the partially expandable section. However, the valve got stuck in the esheath and perforated the light blue portion of the sheath shaft. They removed the whole system, it was noted a tine bent on the frame. A new valve, delivery system, and esheath with 18fr dilator were used to successfully complete the procedure. Per pre-decontamination engineering evaluation, there was a distal tip split that was observed on the esheath. The patient was reported to be doing well with no injuries.